Event description:
It was reported that during routine follow-up lead noise was noted on a stored egm. Testing during the follow-up visit found high, out of range pacing lead impedance with patient movement. X-ray showed potential clavicular crush. Clavicular crush was confirmed by the physician at explant. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.